Event description:
The customer contact reported the device did not deliver. The device was programmed to deliver 250ml of oxaliplatin for a duration of one hour. No further programming parameters were provided. At an unspecified time, the delivery was initiated. After an unspecified length of time, the nurse noted the display indicated that 160ml was delivered; however, the solution container remained full. The device was reprogrammed and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.